Event description:
On (B)(6) 2010, the user facility ((B)(6) hospital) reported that during a cardiopulmonary bypass procedure air was being pushed up the venous line. The user facility reported that the device was changed out and that there was minimal blood loss. The procedure was successfully completed without further incident. The user facility reported that the pt was not adversely impacted by the event.

Manufacturer narrative:
Terumo corporation did not receive the actual device to investigate but conducted an investigation into the reported event with a retention sample from the same lot number. Terumo could not confirm an anomaly with respect to the air being pushed up the venous line. This investigation included visual exam and performance testing. Terumo submits that often, bench testing of a device during an investigation is not always capable of replicating actual clinical experiences since pt conditions and other complex variables can be contributory to performance-related anomalies.